Event description:
The patient developed an infection due to the lead extruding through the chest at the generator site. The area around the lead extrusion was red and contained pus. The cause of the extrusion and subsequent infection is unknown by the hcp. No additional information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient is not a candidate for revision as she is still dealing with an infection site from the stimulator removal as well as some issue with the lead wire. With the current information available it is unclear if this means that the infection was at both the generator and lead site or if there is a separate issue with the lead, however there is currently no known malfunction with the lead. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No further relevant information has been received to date.